Event description:
Material#: (B)(4). Material description: pen needle autoshield duo 30gx5mm. Material lot#: 4131007 and 4131003. Complaint description: cite customer complaint#: (B)(4) on (B)(6) 2024, writer injected medication. Pressed into abdomen approx. 4 inches. Didn't hear click, didn't see red safety band and held 10 seconds after. Needlestick occurred on (B)(6) 1630 same thing happened: no injury second time.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.